Manufacturer narrative:
D4: full UDI not available as lot number is unknown.

Event description:
It was reported that during a procedure, after the spinejack implant was placed, the "plastic peeled off" a handle. It was reported that plastic fell onto the surgical site. Additional information has been requested regarding the event.

Manufacturer narrative:
Corrected data: d9. Follow-up report submitted to document quality investigation results.

Event description:
It was reported that during a procedure, after the spinejack implant was placed, the "plastic peeled off" a handle. It was reported that plastic fell onto the surgical site. The procedure was completed successfully with a clinically insignificant delay. No medical intervention or adverse consequences were reported.